Event description:
A report of a trial pt that was explanted due to a suspected infection at the lead(s) site was received. The trial leads were explanted and the pt is reportedly doing well. No add'l info was provided to the bsc representative regarding the type of treatment given to the pt or the results of the culture test performed.

Manufacturer narrative:
The explanted product will not be returned to bsn for eval.